Event description:
A surgeon reported one and half hours into a scleral buckle, pars plana vitrectomy, laser, air fluid exchange and gas procedure, the endodiathermy did not cauterize the retina like it was supposed to. The retina then stuck to the probe and was partially torn when pulled. The outcome of the event was reported as resolved with treatment. Current patient status is unknown.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported event. The company representative found vit pressures failed to meet specification and replaced the 57 psi pressure regulator. Preventive maintenance was performed. The system was then tested and met specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. (B)(4).